Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. The femur fractured while being broached. Additional cable fixation was required to repair the fracture. It was noted that the patient had osteoporotic bone. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.